Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in a good condition. Also found that problem in the latch plate. The device was functionally tested and failed the tests as magnum didn't lock on the second level when you try to energize it. After leaving the cocking slide, the cannula sled is released. Also isn't possible to energize the stylet sled, the equipment fails on 22 mm position mechanical and functional evaluation. For the same reason, the 15 mm position tests were unable to perform. No other anomalies were identified. Therefore, the investigation is determined to be inconclusive for reported instrument is firing spontaneously. The root cause cannot be determined as the device could not be tested for reported self activation issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 09/2020), g3. H11: g1(manufacturing location), h6(method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to the biopsy procedure, the instrument is firing spontaneously. There was no patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2020). Device pending return.

Event description:
It was reported that prior to the biopsy procedure, the instrument is firing spontaneously. There was no patient contact.